Manufacturer narrative:
The system was used for treatment. A batch record review for kit lot l121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l121 shows no trends. Trends were reviewed for complaint category drive tube leak/break. No trends were detected for this complaint category. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). H.m. (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment was successfully completed and blood was returned to the patient. The patient was in stable condition. The customer reported that after a completed treatment they observed a blood leak at the bottom of the drive tube. The customer discarded the kit and did not return product for investigation.